Event description:
Diagnostic imaging was exchanging a tunneled central venous catheter. When the nurse practitioner pulled the old catheter out, the cuff came off the catheter and was stuck in the patient. The cuff had to be extracted manually. This catheter was inserted towards the end of last year, and the patient has returned so it could be replaced.